Event description:
It was reported to boston scientific corporation that a captivator ii-15mm round stiff snare was used to remove a less than 10mm polyp during an endoscopic polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the benign polyp was about to be resected when the snare loop changed the size from smaller to bigger therefore resection was impossible to complete. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter city and state: (B)(6). (B)(4).

Manufacturer narrative:
Block e1 (initial reporter city and state): (B)(6). Block h6: problem code a050702 captures the reportable event of polyp resecting issue. Block h10: (product investigation): one captivator snare was received for analysis. Visual analysis of the device noted that the working length had residue from the procedure. No problems were noted with the working length. Functional evaluation of the returned device found that the device was able to extend completely and retract without problem. Electrical testing was also performed, and the device's electrical resistance was within specification. No other device problems were noted. The reported event of "loop failure to cut " could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. Additionally, the device passed visual, functional, and electrical testing upon return. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during an endoscopic polypectomy procedure performed on (B)(6) 2022. During the procedure, the benign polyp was about to be resected when the snare loop changed the size from smaller to bigger therefore resection was impossible to complete. The procedure was completed with a similar captivator ii snare. There were no patient complications reported as a result of this event.